Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump keypad buttons were less responsive, buttons were harder to press, rejected new batteries, scratches on screen and casing. The customer reported no adverse event. The event involved product(s) mmt-1780kl. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-1780kl.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump passed the displacement test. Pump error 63 (variable info = 03) alarmed during self test and was confirmed in the formatted history file due to moisture damage on electronic assembly. Successfully downloaded history files and traces using thus software. However, pump error 61(stuck key alarm) found in formatted history file (03/24/2024 05:22:51.000). The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, missing display window cover, cracked keypad overlay, faded serial number label, cracked retainer, cracked cases-corner of belt clip rails and scratched case. In summary, customer alleged keypad anomaly confirmed. Exposed to moisture confirmed. Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.